Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing near the y-fitting approximately 76.2cm from iab tip. The reported problem was most likely triggered by a leak in the catheter tubing. The potential root cause has been determined to be a micro-nick on the catheter tubing, which is a manufacturing issue. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after connecting the intra-aortic balloon (iab) and initiating therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There were no visible kinks so the customer attempted to initiate therapy again, but the same alarm was generated. The iabp was switched out, but the issue continued. The iab was than replaced with a new one and connected to the original iabp to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).